Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the patient had a urethral catheter indwelled in the operating room, an obstetrics and gynecology nurse failed to remove the catheter for this patient and the head nurse did not succeed. The urethral catheter was successfully removed after a urology surgeon got involved. Per additional information received via email on 17jun2020 from ibc representative, there was no medical intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a urethral catheter indwelled in the operating room, an obstetrics and gynecology nurse failed to remove the catheter for this patient and the head nurse did not succeed. The urethral catheter was successfully removed after a urology surgeon got involved. Per additional information received via email on 17jun2020 from ibc representative, there was no medical intervention.